Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the shared data was able to be retrieved. A review of the data log confirmed the reported event of a loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/23/2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and display device. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.